Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Updated product and related report number as this event is a duplicate.

Event description:
It was reported that a clearsign amplifier for labsystem pro ep recording system was selected for use. A power cable of the clearsign has a short-circuit when turning on the isolation transformer (sparks were seen by the health care provider). The isolation transformer could be affected. Field service was requested to check the electrical functionality of all the ce connected to the isolation transformer. Procedure was cancelled due to this event. No patient complications were reported. Additional information was received from response to gfe tw# (B)(4). It was confirmed that this event is a duplicate to complaint record. A fire was caused when the isolation transformer was turned on. The fire was stopped but the power cable was damaged. The patient had not yet arrived when the issue occurred. Therefore, no patient was involved at the time of procedure cancellation.

Event description:
This event is being reported for aborted/cancelled procedure with a patient under sedation. It was reported that a clearsign amplifier for labsystem pro ep recording system was selected for use. A power cable of the clearsign has a short-circuit when turning on the isolation transformer (sparks were seen by the health care provider). The isolation transformer could be affected. Field service was requested to check the electrical functionality of all the ce connected to the isolation transformer. Procedure was cancelled due to this event. No patient complications were reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.